Event description:
Pt admitted in 2003 for endovascular aortic aneurysm repair with possible open. On that day, underwent attempted endovascular aortic aneurysm repair which converted to open repair because after deployment, the cervical tip and lateral struts would not disengage the stent. In addition, the strut would not retract into deployment catheter. Pt to ICU post-op and then withdrawn from life support per family 4 days later.